Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the compressor is loud. As stated on the repair statement additional malfunction on this device: on/off switch defective.